Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button was not responding and top of reservoir was chipping off. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on bolus, esc and act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed prime/a33 test, excessive no delivery test and self test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Device received with reservoir tube lip completely broken off. (B)(4).